Event description:
It was reported that the lid on the screw in the battery compartment of the spare system controller did not fit well. The system controller was requested to be replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the screw cover not fitting properly was not confirmed, as the heartmate 3 system controller (serial number: (B)(6)) returned without the screw cover. A test screw cover was attached to the back cover of the system controller multiple times and was found to function as intended. The system controller was shaken and slight pressure was applied to the screw cover; however, it remained in place. The system controller passed all functional testing and was found to perform as intended. The root cause of the reported event was unable to be conclusively determined via this analysis. The device history records were reviewed and that records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) section 2 provides instructions for how to properly exchange the 11 volt backup battery within the system controller. Instructions regarding how to properly remove and replace the screw cover are also provided in this section. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.